Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the a kink was confirmed in the tip of the carrier tube on the angio-seal device before use. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was cag (coronary artery graft). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update the section and to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The carrier tube assembly was returned. No other accessory components were returned. The collagen was swollen and the bypass tube was located at its manufacturing position. Microscopic inspection revealed that the carrier tube underwent kinking at two locations at its distal end. There was additional deformation of the carrier tube seen around the mating edges near the proximal end of the bypass tube. The nature and shape of this deformation suggests that it likely occurred upon insertion of the tube into the valve. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the deformations observed at the distal end of the carrier tube likely occurred due to attempts at insertion after swelling of the collagen. However, the exact cause of the reported event cannot be definitively determined based on the available information.